Event description:
The customer reported being hospitalized due to high blood glucose over 900mg/dl. The events leading to her admission was uncontrolled vomiting and burned esophagus. Troubleshooting was declined at the time, and the customer stated that the doctor reduced the basal rate by half. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.